Event description:
It was reported that the sponge of an unspecified quantity of minicaps ¿slipped out.¿ this was identified before use of the devices for peritoneal dialysis therapy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h6 and h11: h11: one (1) actual device was received for evaluation. Visual inspection was performed and the sponge (foam) was observed separated from the minicap. The reported condition was verified. The cause of the separation could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.